Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that they also experienced low blood glucose of 30mg/dl and high blood glucose of 300mg/dl. Customer declined to troubleshoot for low readings. Customer was assisted with no delivery alarm troubleshooting. Customer's blood glucose at the time of incident was 296mg/dl. Troubleshooting found possible site/set occlusion. Customer was not advised to change infusion set because they have already changed. The insulin pump will not be returned for analysis.